Event description:
It was reported that the "entire system was removed on (B)(6) 2011". Per patient, she "got really tired and went to the hospital on (B)(6) 2011". The reason for the explant was unknown. It was indicated that the patient got (B)(6) after the pump was removed. Additional information has been requested, but was not available at the time of this report

Event description:
Additional information received reported that patient presented through the emergency room with fever and wound infection of pump incision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model#8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, dacron pouch model#8590-1, lot#n302959, implanted: (B)(6) 2011, explanted: (B)(6) 2011.

Event description:
Additional information: the health care provider reported that the catheter and pump were explanted due to infection. The patient experienced fever and purulent drainage. It was also noted that the patient developed a dvt 4 weeks after pump removal. The patient outcome was noted as serious illness/injury-recovered without sequelae. The pump was used to deliver lioresal.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).